Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg; implanted (B)(6) 2009, pb1018 transcatheter valve; implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) epicardial lead was recording high impedances, and was assessed to have a confirmed fracture. The patient's rv epicardial lead was made inactive, out of service, and replaced with another lead. No patient complications have been reported as a result of this event.